Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. However, a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the DHR record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The user facility declined an on-site evaluation of the device by the manufacturer. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported the saline bag backfilled during recirculation. There was no patient involvement. The machine was removed from the floor and tagged for service. The user facility declined an on-site evaluation of the device by the manufacturer.